Event description:
During plif surgery for spondylolithesis at l4/l5, one of the blocker fractured into two pieces in the screw-heads (tulip) while final tightening. The surgeon tried to remove the fracture blocker with a tightener, however, it could not be removed, then the surgeon left it. The surgeon inquired us two points below: the possible cause of the blocker's fracture. Please advise how should the surgeon remove the fractured blocker and revise. Should the rod be cut and remove the rod, the screw, and the blocker all together? This is important to know in order to be prepared in case of the patient will have the degenerative change in the adjustment segment for future and will need the revision.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.